Manufacturer narrative:
Block h6: imdrf code f08 captures the reportable event of hospitalization or prolonged hospitalization. Imdrf code a1401 captures the reportable event of deflation. Imdrf code f2202 captures the reportable event of endoscopic procedure. Imdrf code f2203 captures the reportable event of imaging required.

Event description:
It was reported to boston scientific that an orbera365 intragastric balloon was implanted on (B)(6) 2025. On (B)(6) 2025, the patient presented with repeated episodes of vomiting. A CT scan demonstrated leakage of the intragastric balloon. During the initial gastroscopy, gastric fullness was observed. The patient was hospitalized for gastric emptying before proceeding with balloon removal. On the following day, (B)(6) 2025, a repeat gastroscopy was performed, during which the balloon was removed. The patient remained hospitalized for an additional night for observation. The patient was discharged in good condition. Balloon explant procedure was completed. No additional patient complications were reported as a result of the event. The patient was reported to be in good condition.

Manufacturer narrative:
Block h6: imdrf code f08 captures the reportable event of hospitalization or prolonged hospitalization. Imdrf code a1401 captures the reportable event of deflation. Imdrf code f2202 captures the reportable event of endoscopic procedure. Imdrf code f2203 captures the reportable event of imaging required. Correction: block b5: describe event or problem. Device evaluation summary: the orbera365 intragastric balloon was received for evaluation. Upon receipt, the device was returned in a deflated condition. Visual inspection confirmed that the balloon material exhibited blue discoloration, consistent with exposure to methylene blue dye. In addition, a large longitudinal tear was identified in the balloon wall. The reported event of balloon deflation is confirmed based on the condition of the returned device. The blue discoloration suggests that methylene blue was introduced during balloon filling. According to the instructions for use (IFU), the intragastric balloon is intended to be filled with sterile saline. The use of methylene blue is not specified in the IFU. The identified longitudinal tear is consistent with mechanical damage to the balloon wall. Based on the available information, the damage may have resulted from procedural or handling factors, including manipulation of the device or force applied during placement, adjustment, or removal. However, a definitive root cause cannot be established from the available evidence. The reported events of balloon deflation and vomiting are known and documented potential adverse events within the device labeling. The reported events of imaging requirement, hospitalization or prolonged hospitalization, and endoscopic intervention were procedural outcomes; however, a direct causal relationship between the device condition and these clinical outcomes cannot be conclusively established based on the available information. Based on the investigation findings, including visual evidence of a longitudinal tear and the known risk profile of the device, the most probable root cause of the reported event is known inherent risk of device.

Event description:
It was reported to boston scientific that an orbera365 intragastric balloon was implanted on (B)(6) 2025. On (B)(6) 2025, the patient presented with repeated episodes of vomiting. A CT scan demonstrated leakage of the intragastric balloon. During the initial gastroscopy, gastric fullness was observed. The patient was hospitalized for gastric emptying before proceeding with balloon removal. On the following day, (B)(6) 2025, a repeat gastroscopy was performed, during which the balloon was removed. The patient remained hospitalized for an additional night for observation. The patient was discharged in good condition. Balloon explant procedure was completed. No additional patient complications were reported as a result of the event. The patient was reported to be in good condition. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline.